Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh removal on (B)(6) 2007 and on (B)(6) /2008.

Manufacturer narrative:
It was reported that following insertion the patient experienced dyspareunia and vaginal discomfort.

Event description:
It was reported that following insertion the patient experienced dyspareunia and vaginal discomfort.

Manufacturer narrative:
It was reported that due to dyspareunia and pelvic pain post implantation, patient underwent removal on (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.